Manufacturer narrative:
(B)(4). D10: 163674 item name 32mm cocr mod hd +6mm no skirt lot # 022630. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 4 days post implantation due to a dislocation. The dislocation was due to poor cup revision of a non-zimmer biomet cup. These implants needed to be removed for access to the cup. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. It is unknown if the off-label use caused or contributed to the reported event. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.